Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with a n insulin pump and denied making any changes to her normal diabetes management routine in response to the reported issue. On (B)(6) 2011, the patient claimed to have developed symptoms of "lightheadedness and an upset stomach" but denied receiving any medical treatment in response to these symptoms. During the troubleshooting, the cca confirmed that the patient was using the correct type of test strips and that the batteries were just replaced. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.